Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the physician of the user facility felt the bending section was not working properly during a retrograde intrarenal surgery. Therefore, the doctor replaced the subject device with another device and completed the intended procedure. After the procedure, the patient was admitted to the hospital for one day follow-up observation, but there was no patient injury in this event.